Manufacturer narrative:
Reported event of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was still intact and attached to the trip wire loop the trip wire was cut and the proximal portion was not returned. No damaged was noted with the ligator head teeth. No issue was noted with the remaining blue band in the ligator head; the other six bands were deployed and not returned. The trip wire was not secured in the handle assembly slot; however, the slot showed evidence that the trip wire had been secured prior to return. In addition, the handle bracket was also found damaged. Functional evaluation was performed with the handle and the handle knob was able to turn at 180 degrees and an audible click was noted. No issues were noted with the handle assembly. Given the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2014-01552 pertains to the other device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. The target lesion was located in esophagus, and the indication of the procedure was esophageal varices. According to the complainant, during the procedure, when the physician attempted to treat the lesion using the first device (MFR report # 3005099803-2014-01552), the first band could not be released. The physician exchanged the device for a second speedband superview super 7 (subject of this report); however, after releasing two or three bands, the other bands could not be released. The procedure was completed with a third speedband superview 7 device. Reportedly there were no visible issues with the devices prior to use and there was no difficulty advancing or removing the devices through the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2014-01552 pertains to the other device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. The target lesion was located in esophagus, and the indication of the procedure was esophageal varices. According to the complainant, during the procedure, when the physician attempted to treat the lesion using the first device (MFR report # 3005099803-2014-01552), the first band could not be released. The physician exchanged the device for a second speedband superview super 7 (subject of this report); however, after releasing two or three bands, the other bands could not be released. The procedure was completed with a third speedband superview 7 device. Reportedly there were no visible issues with the devices prior to use and there was no difficulty advancing or removing the devices through the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.